Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that prior to the procedure, the device was removed from the hoop and inspected and everything was observed to be fine. The device was advanced in the patient; however, it would not cross the lesion and when it was removed, the stent had dislodged onto the proximal shaft and the struts were observed to be flared. Other stents were used to complete the procedure with no issue. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
The inability to cross a lesion can be affected by, but not limited to, patient anatomical morphology, disease state, pre-dilatation strategy, device placement technique, and accessory device support. Caused for stent dislodgement inside the body, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. Stent damage may occur as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device.